Event description:
It was reported to st. Jude medical that the pt received inappropriate shocks due to oversensing. It was also reported that the lead had an insulation defect at the proximal is-1 pin.